Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The insulin pump was received with cracked display window corners. The lcd display was ok. No moisture damage electronic assembly. Number does not ramp up in its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 229 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.